Event description:
A vague report was rec'd that the pump was inaccurate. It is not known if the pump was being utilized on a pt or if it was being checked just prior to pt use. No pt injury was reported. No additional info was able to be rec'd.